Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva tpn bags leaked from the port. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between september 01, 2018 - september 02, 2018. The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection on the first photograph revealed evidence of fluid buildup on the administration port cap. The second photo was only of the bag lot number. The reported condition was verified on one device. The cause of the condition could not be determined. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.